Event description:
Intra-aortic balloon ruptured. Failure alarm sounded. Upon testing, noted blood in balloon catheter. Catheter left in pt due to coagulopathy. Intra-aortic balloon removed the next morning after 20,000 platelets given.